Event description:
The customer stated that her meter readings had been low compared to another meter. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer did not adjust her diet or medication or allege any adverse events due to the readings. She was able to reset the meter to mg/dl, and no product will be returned for evaluation.